Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device containing 169ml of fluid in the bladder was provided for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured june 20-21, 2025 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused; approximately 21.3% of 243ml was delivered. This was observed after 5 days of patient infusion. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.